Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is hard to see at night due to a weak backlight. Customer does not recall any significant events leading to the error. Customer's blood glucose was 98mg/dl at the time of incident. Troubleshooting was done for backlight and customer was advised to monitor pump and call if any further questions. No further information was given.